Manufacturer narrative:
(B)(4). Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Medical device: batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any difficulties noted with device intraoperatively? Were any staple formation issues noted throughout care of patient? Were any unusual noises noted during firing of device? What was the surgeon¿s reason for going back to a gst60t cartridge? Where was the site of leak (what reload at site of leak)? Were peri-strips used on all firings? Were there any patient factors that may have contributed to leak? What was the patient¿s bmi at this operation and a lap band? What is the current patient status? The procedure was a band to sleeve procedure. 36 yrs. After procedure, the patient developed a leak. Patient brought back to operating room and reverted to a roux-en-y. The leak originated possibly from area where black or green reload was used. The last black reload was used possibly due to scar tissue from previous band. No malformed staples mentioned intra-op.

Event description:
It was reported that a lap band to sleeve procedure was completed with no issues . Post operative between thirty six and forty eight hours the patient had to be brought back to the operating room for a bowel leak. During the initial procedure the device was fired multiple times, first with a gst60t, then four gst60g's another gst60t and finally with a gst60g. Buttressing material "peri strips" was being used at that time. There is no additional information at this time.